Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on attempt to insert io, the driver jammed as the needle contacted bone. The patient's condition is unknown at this time. It was reported that it is unknown if the failure directly contributed to a (B)(6) patient outcome due to the nature of the situation. The crew was unable to administer fluids although it is unlikely this would have been a successful resolution of the patient's condition.

Event description:
It was reported that on attempt to insert io, the driver jammed as the needle contacted bone. The patient's condition is unknown at this time. It was reported that it is unknown if the failure directly contributed to a negative patient outcome due to the nature of the situation. The crew was unable to administer fluids although it is unlikely this would have been a successful resolution of the patient's condition.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 (sn (B)(4) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable with a solid green led light displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3), insertion 1: 3.19, insertion 2: 2.87, insertion 3: 2.94. Hard profile (105 lbs/ft3), insertion 1: 6.15, insertion 2: 5.91, insertion 3: 5.94. The driver successfully negotiated both the soft and hard saw bone insertion testing. The complaint cannot be confirmed. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. Functional testing has confirmed no fault found with this driver. No further action required.